Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor that could lead to the side rail detachment might be related to an excessive force applied to the side rail. According to the instructions for use for citadel plus bed (IFU 831.374), the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. IFU also includes warning: ¿to avoid equipment failure or damage, do not use the side rails to move the bed.¿ to sum up, the bed frame was damaged, therefore the arjo device did not meet specifications. There was no indication that the bed could be used by the patient. No injury was claimed. The complaint was assessed as reportable due to the detachment of the side rail.

Event description:
Side rail detachment was found during the quality control process by the arjo service technician. The pivot pin connecting the upper arms broke off. No injury was claimed. It is unknown if the patient was involved. The technician indicated that the side rail was broken while the bed was at the customer's site. The side rail was replaced.